Manufacturer narrative:
Add'l info.

Event description:
It was reported a revision surgery was performed to replace a fractured plate.

Manufacturer narrative:
Please review attached for the investigation results. (B)(4).